Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the headset fell off the body of the customer and the customer awoke with blood glucose 25 mmol/l. The mother reported she observed several headsets don't seem to adhere well on the body of the customer. After some hours the sides of the adhesive seem to detach and don't stick anymore. No adverse event alleged. A request was made for the return of the device.